Manufacturer narrative:
Explant date: 2019. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 251703/251704, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing loss of stimulation and inadequate pain relief. It was also reported that the patient was having difficulty and was frequently charging the ipg. The patient underwent an explant procedure.